Manufacturer narrative:
At this time, the product will not be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that a surgical intervention took place to add an additional subcutaneous (subq) shock lead, as there was a reported high defibrillation threshold (dft) test. Thus 2 rv leads are in use with an implantable cardioverter defibrillator (ICD) that has 1 rv port. A splitter was used to connect both leads to the ICD. The original rv lead is programmed as the distal coil and the subq lead is programmed as the proximal coil. This device system remains in service. No additional adverse patient effects were reported.